Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The patient reportedly dropped the pump and the display lens shattered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/03/2013 with the following results: visual inspection confirmed a cracked display screen. Pump was opened and a test display screen was mounted. The pump was able to boot up giving auditory and vibration, but the display remained blank. Unable to verify all steps and to take audible test reading. Black box and history were not downloaded due an ¿eeprom read error.¿ reprogramming the unit with a new software code was unsuccessful. Pump was opened; assessment confirmed a failure of an individual electrical component on the printed circuit board.